Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device was not marketed in the us prior to (B)(6) 2021, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in the us and was part of clinical trial (B)(4), ide#(B)(4), site number d02 northwestern.

Event description:
Subject had considerable disease progression resulting in a type 1a and 1b endoleak. The investigator determined an explant of the relay nbs pro device and surgical revision were the best treatment course. Patient outcome - unknown.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs pro device. The relay nbs pro device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The event occurred in the us and was part of clinical trial (B)(6), (B)(4).

Event description:
Subject had considerable disease progression resulting in a type 1a and 1b endoleak. The investigator determined an explant of the relay nbs pro device and surgical revision were the best treatment course. Patient outcome - unknown.